Event description:
A patient had a tulip filter placed without complication in 2006 as prophylactic placement for gastric bypass surgery, which was performed the next day. There was noted to be 0-5 degrees tilt at the time of placement. Retrieval was attempted on 6/13/06 but was not possible due to the hook being oriented towards the vessel wall and the snare not being able to grasp it. Total fluoroscopy time for the attempt was 113 minutes. A second attempt to retrieve the filter was made two months later and was successful. However, the retrieval was noted to be very difficult with the fluoroscopy time being 149 minutes and a filter tilt of 11-15 degrees. After the retrieval,the pt complained of some chest pain which was thought to be the result of a small pe. The chest pain did resolve spontaneously. There was also some concern that there may have been some filter fracture.

Manufacturer narrative:
Evaluation: the device was returned in a used condition. An examination found the struts to be displaced towards the retrieval hook. This damage most likely occurred during the attempted retrieval. It is possible that the filter became tilted during the patient's surgery, which prevented the hook from being easily snared. Therefore, it is feasible to say that this incident was the result of procedurally related circumstances or patient anatomy rather than a defective or non-conforming device.